Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure to replace the leads (MFR reference report: 1627487-2018-12111) the lead at position c7 broke and only part of it was removed, the remainder was left in place. The patient has effective therapy post operatively. No intervention is planned at this time.